Event description:
It was reported that a customer observed a leak between the manifold and the check valve of an administration access manifold set. This observation was made during patient use, though no patient injury or adverse event was in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.